Manufacturer narrative:
Additional manufacturer narrative: the explanted device was received at edwards lifesciences and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this 27mm valve was explanted after an implant duration of ten (10) years, four (4) months due to aortic stenosis. As reported, the leaflets were laden with calcium. A 27mm mechanical valve was used in replacement and the patient is listed as doing fine.